Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, exhibited a no disposable clamp tubing alarm. The patient was instructed to change cassette. No patient consequences were reported. No adverse effects were reported.